Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material in the auxiliary water channel could not be identified and a definitive root cause of the issue could not be determined, however, due to the observed leak in the scope connector cover, it is possible that device reprocessing could not properly be performed. The event may be detected/prevented by following the instructions for use sections below: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was evaluated. Device evaluation found the connecting tube is deformed. The customer reported issue was confirmed. Furthermore, as stated in section b5, foreign objects were observed in the device j-tube. This condition was due to results of handling issue, insufficient cleaning. Additionally, the following findings were identified during device inspection: adhesive on a-rubber has a crack. Due to a chip on c-cover (distal end c-cover) , insulation resistance value at distal end does not meet the standard value. Switch button 1 (sw1) has a pinhole. Suction cylinder (s-cylinder) has no color. Air/water cylinder (aw-cylinder) has no color). Due to crack on scope body ( s-body) water tightness is lost. Due to a crack on up/down knob, water tightness is lost. Due to wear of scope cover (s-cover) packing, water tightness is lost. Universal cord has a scratch. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported that the device insertion tube was kinked. A loaner was provided to the customer. There was no patient harm, no user injury reported due to this reported issue. Device return evaluation found the device j-tube (auxiliary tube) has foreign objects. This report is being submitted due to the finding of foreign objects in the j-tube of the device (insufficient cleaning (handling problems) identified during device return evaluation .